Event description:
On (B)(6) 2014, it was reported that the up and down buttons on the patient's infusion device were damaged and not functioning consistently. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The soft components of the buttons are damaged and restricted handling of the pump is a possible implication. As result of the leaky soft components moisture may enter and caused damages to the electronic of the pump. The up button is permanent active due to external mechanic damage.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.